Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that an out of range shock impedance greater than 125 ohms was noted on this right ventricular (rv) lead. It was noted that impedances had been ranging from 100 to 120 ohms. It was reported that the patient would continue to be monitored. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service.